Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient previously receiving clonidine, dilaudid, and an unknown drug (concentrations and doses also unknown by the reporter) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2015, it was reported that the patient had the infusion system taken out in (B)(6) 2015 due to a (B)(6) infection; she had (B)(6) twice. The (B)(6) started on (B)(6) 2015. The patient had fluid coming out of the incision; "near the catheter and pump she exploded with fluid". The site got red and there was a red ring around the pump. The pump was getting ready to split the incision. The pump was pushing itself out from the infection and had "left her deformed and with a hideous scar". The patient was put on antibiotics (vancomycin). She went to an infectious disease physician and was admitted to the hospital for the IV (intravenous) antibiotics. The patient was also given oral antibiotics. The patient was told that the pump would be returned to her after it was explanted and she was told that the pump would be swabbed to see if the (B)(6) came from the pump. When the catheter was removed, it caused her "more pain than she had ever known". Per the patient, "only half the spinal block worked during surgery". The pain had her "coming off the back screaming". She was on "a morphine pca and she was given 4 mg of straight dilaudid to control her pain so she could think straight". Since the catheter was removed, she had been having pain, tingling, and a shooting pain from her lumbar area down to her legs. She had a csf (cerebrospinal fluid) leak at surgery. The patient was dissatisfied with the care she received from her healthcare professional and she wanted the pump back. The pump worked well for her; she no longer had to take narcotics. The specifics regarding the drugs in the pump, the patient's pertinent medical history/concomitant medications, the results of the device swab, and the resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.